Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has been having a lot of issues the last couple of weeks. He has been urinating himself pretty regularly. It started in the morning when he would get up. He thought maybe it was because he was over hydrating before he went to bed. Now it is just random. Earlier he was on a telehealth call with his physical therapist and he just went to the bathroom maybe an hour before. His boxers were dry one minute and the next minute they were wet. He is getting tired of smelling like urine. He doesn't want to have to wear a diaper. He thinks it may be just because of how things are going with all the nerve damage and all that good stuff. He hasn't had it that long so he doesn't know. He went back for his follow up with dr. Mcguffey and he seemed like he was kind of surprised that they haven't made any adjustments yet. He said, so far he hasn't needed them. It happens pretty quick. Most mostly it has been because of where his injuries were on the spinal cord. He wasn't entirely optimistic about the bladder side, but it was extremely effective on the bowels. The therapy is still working on the bowl side which he is not mad about, but he is really upset about the bladder. He just came down to tennessee the beginning of april and he has seen the neurologist twice. They are taking scans and conferring with each other. He set up an appointment in january for a neurologist at the end of september. Patient said he can't connect the handset and communicator to the stimulator. They are getting "device not responding". The issue was not resolved through troubleshooting. The communicator battery was low and needed to be charged. Patient will call in the morning when communicator is charged to get help adjusting the settings. The patient called back from registered phone number and repeated information regarding leaking urine "pretty good" in the last couple of weeks. The patient mentioned that they haven't had any issues with bowel since they've had the ins, noting that the therapy keeps them from having bowel accidents. However, the patient has been unable to urinate normally. Patient did not have any falls/trauma prior to the event. The patient added that they have a lot of other nerve issues, but they aren't sure if those are related to the ins. The patient has an appointment with a neurologist at the end of september to address the nerve issues. The patient's reason for calling back was because they thought they needed to make an adjustment to therapy settings since they hadn't made any adjustments since implant date. Agent reviewed considerations and patient increased stimulation during the call and got the 'maximum settings. System is operating at maximum settings. Therapy cannot be increased' message. Agent reviewed meaning of message. Patient could not feel stimulation, so patient changed to a different program. P atient thought they felt stimulation on the new program but it was very faint. Patient decided to stay at that stimulation level and will monitor symptoms. Patient was advised to follow up with their hcp if they get 'maximum settings' message on other programs.